Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle of left anterior descending artery. A 2.75mm x 12mm nc emerge balloon catheter was advanced for dilation. However, on the second inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient was good post procedure.

Manufacturer narrative:
Initial reporter city: (B)(6).